Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of header anomaly was confirmed in the laboratory. Silicone material was found in the hex cavity, which could have caused difficulty in tightening or loosening the set screw. Lead bore diameters were found to be within normal spec. The cause of the reported lead insertion anomaly remains undetermined.

Event description:
It was reported that the physician had trouble inserting the right ventricular lead into the header. The device was not implanted.